Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent high blood glucose alerts following a set change performed prior to leaving home without replacement supplies. The patient reported that insulin delivery appeared to continue throughout the day; however, blood glucose levels rose significantly, and the patient did not eat due to the elevated levels. Upon later changing supplies, the patient discovered that the metal cap at the top of the insulin vial was loose and not sealed to the glass, resulting in insulin leaking and not reaching the infusion set. The patient reported elevated ketone levels and feeling unwell until symptoms improved with hydration and rest. Follow-up contact was made to complete a blood glucose questionnaire and obtain the lot number of the affected cartridge, which was documented. The patient had not yet contacted the distributor regarding shipment adjustments and indicated they would do so. At the time of follow-up, blood glucose levels were reported to be in range, and no additional assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.